Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead - implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead dislodged whiled the patient was on the table after the pocket was closed. The pocket was re-opened and the lead was repositioned. It was noted that fluoroscopy prior to the repositioning showed possible perforation. Ultrasound confirmed the perforation. A cardiocentesis was performed and the patient was taken to micu (medical intensive care unit) for monitoring. The lead remains in use. No further patient complications have been reported as a result of this event.